Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, red particles on the shell, and underweight. A microscopic analysis was performed which identified: a sharp break with non-penetrating nick near the break site. This condition was called surgical impact. A dimension measurement of the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp break on posterior assessed as surgical impact. Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and "patient¿s concern with the product." Device remains implanted.